Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) producing an alarm was not confirmed. The mpu (serial number: (B)(4) was not returned for analysis; however, log files were submitted for review. The submitted event log file contained data spanning approximately 2 days (15oct2022 to 17oct2022 per timestamp) and the submitted periodic log file contained data intermittently spanning approximately 11 days (06oct2022 to 17oct2022). The pump maintained a speed above the low speed limit throughout the data, and no atypical alarms were observed. The log files only captured power cable disconnect alarms which appeared to be related to regular power source exchanges. The root cause of the reported event could not be conclusively determined via this analysis. Review of the device history record for the mobile power unit, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿) details all alarms that may sound from the mobile power unit. This section also provides instructions for how to resolve each of these alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) was alarming when the patient was plugged into at night before bedtime. The patient stated that they were moving around the room when the alarm sounded. It was confirmed that there were no low flows during the alarms. There were no alarms noted on data interrogation in the clinic. The patient brought their mobile power unit (mpu) into the clinic. When the patient was plugged into the mpu no alarms occurred while ambulating in the room. The log files did not capture any mpu alarms. There were no other unusual events recorded in the log file event history and the device operated as intended.